Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she woke up with a low blood glucose of 35 mg/dl every night since starting the insulin pump. The customer treated with food. The blood glucose at the time of the call was 216 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The priming technique was found to be correct. The customer reported that the amount of insulin shown in the reservoir matched the amount of insulin shown on the status screen. The customer was advised to speak with a health care professional regarding the high blood glucose and to call back if the issue persisted.